Manufacturer narrative:
The insulin pump received with broken reservoir tube lip.

Event description:
It was reported that the end of the reservoir chamber moves. It was stated that the bottom part of the insulin pump has been coming out as if the seal was broken, and the customer kept pushing back. Troubleshooting was performed. The customer's blood glucose reading was 2.1 mmol/l. Advised that the insulin pump should be disconnected. It was stated that the device does not have any signs of physical damage, and the customer have encountered with the issue for the past year. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.